Event description:
The customer site experienced eight patient sample ID's that were associated with incorrect sample results when processing samples while using the engen laboratory automation system. All eight samples were reported. Amended reports were issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that results from 8 patient samples were associated with the incorrect sample and its corresponding results. The results were reported by the laboratory. Investigation of this event has determined that, for engen laboratory automation systems with (B)(4) software versions (B)(4) and below, incorrect sample ID's may be electronically written to the radio frequency ID (rfid) tags on the sample carriers, resulting in sample ID's being associated with an incorrect sample and corresponding results. The definitive root cause has not been determined. The investigation is on-going. Ocd customer communication (B)(4) has been delivered to the customer.